Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: left mentor smooth round moderate profile 200cc saline breast implants, catalog number 3501625, lot number 116684. Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with mentor saline implants on (B)(6) 1996 experienced bilateral deflation that was observed in (B)(6) 2018. The patient reported pain in the right breast. The devices remain implanted. Per patient, the physician observed mold on the valve of the implant. No details were provided on how the mold was observed and if the issue was bilateral or unilateral. The customer requested that no further contact be initiated for follow up attempts. Therefore, no additional information is available. This report is for the right side

Manufacturer narrative:
On 8/10/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).